Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and vomiting. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with cefepime (500 mg, for 10 days and route not reported) and then vancomycin (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.